Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow accuracy test" was reproduced. The device was sent for flow accuracy testing and it was out of the acceptable tolerance range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate assembly which was out of adjustment. The pressure plate assembly required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.